Event description:
Device malfunction: premature deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the left superficial femoral artery, via a crossover approach, the absolute 80cm was fully advanced but did not reach the target lesion. The stent delivery system was removed; however, the fully deployed stent was found hanging on the wire, outside of the body. Reportedly the handle had not been unlocked. There was no adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.